Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient's symptoms included drainage at the lead site. The physician determined that the infection was not device related. The patient was given IV antibiotics. The patient later passed away due to a pulmonary blood clot that the physician said was not related to the device or the procedure.

Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient's symptoms included drainage at the lead site. The physician determined that the infection was not device related. The patient was given IV antibiotics. The patient later passed away due to a pulmonary blood clot that the physician said was not related to the device or the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler). Model # sc-3138-35, (B)(4), (B)(4)description: lead extension, 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
No complaints about the functionality of the devices were reported. Damage to the paddle lead was a result of a typical explant procedure and is not considered a failure. A review of the manufacturing documentation for the ipg, paddle lead, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, paddle lead, and lead extensions found them to be satisfactory.